Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code 27 (encoder fault) and user advisory "(ua)34" (encoder failure) error messages was confirmed during archive data review but not confirm during functional testing. No device malfunction was observed during the testing and the platform performed as intended. However, it was determined that the probable root cause of fault code 27 and ua34 errors was due to a defective encoder gearbox likely attributed to wear and tear. The autopulse platform is a reusable device and was manufactured in november 2007 and is over 13 years old, well passed the expected service life of five years. Upon visual inspection, unrelated to the reported complaint, observed cracked front enclosure, a bent battery lock and battery cable. The cause for the physical damages was due to user mishandling such as a drop. The front enclosure and the battery lock and battery cable were replaced to remedy the damages. In addition, observed a worn belt clip retainer and an unreadable UDI label, likely attributed to normal wear and tear. The belt clip retainer and UDI label were replaced to remedy the issues. Archive data review showed occurrence of ua27 (encoder fault) and ua34 (encoder failure) errors, thus confirming the reported complaint. As a precautionary measure, the encoder gearbox was replaced. Also, unrelated to the reported complaint, archive showed ua07 (discrepancy between load 1 and load 2 too large) error message. Observed the load cell module 1 was over-reporting. As a precautionary measure, the load cell module 1 was replaced. The autopulse platform passed the initial functional testing without any fault or error. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed fault code 27 (encoder fault) and user advisory "(ua)34" (encoder failure) error messages. No patient involvement.